Event description:
Reported by the complainant as follows: the tube is very sharp and mal builded at the murphey eye. No harm to patient, product not used. This report was reviewed and deemed to be a serious malfunction. If the product was used, it could have resulted in a serious injury to a patient. While the sharp edge is likely to be noticed prior to use, it is also possible that the sharp edge remains unnoticed and upon intubation it may cause tissue damage which may require further intervention.

Manufacturer narrative:
(B)(4).